Event description:
Patient underwent cataract surgery on 11/24/98, and implantation of a staar model aa-4203vf intraocular lens. However, the doctor stated that during lens insertion the lens ejected rapidly and tore the capsule. The surgeon removed the lens, performed an anterior vitrectomy and implanted a sulcus pmma lens.